Event description:
New information received on (B)(6) 2019 indicates that the patient¿s pulse generator was removed and replaced. The lead was reused with the new device as the lead exhibited suitable thresholds with the new device. The patient was discharged in stable condition a few hours after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented in clinic for routine evaluation. Upon review, the patient¿s pulse generator¿s voltage was below the elective replacement indicator threshold but no alert had been triggered. It was noted that the physician had programmed the device to a higher output to address an acute rise in capture threshold sometime during the midlife of the generator. Although the capture thresholds have since dropped, the device had remained programmed to the higher output. There was some consideration that the right ventricular lead¿s loss of capture may have been the result of an electrolyte imbalance. The patient was fine during the evaluation.